Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided.

Event description:
There was an allegation of discrepant low results for 1 patient sample tested for elecsys hcg+b test system (hcg + b) and elecsys estradiol iii assay (estradiol iii) on a cobas e 411 analyzer (disk system). The initial estradiol iii result was < 5.00 pg/ml. The repeat result was 658.0 pg/ml. The initial hcg + b result was 0.606 miu/ml. The repeat result was 35,447 miu/ml. The repeat results were believed to be correct.

Manufacturer narrative:
Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) did not identify a cause for the event. Instrument performance testing was acceptable. Due to the limited information provided, the cause of the event could not be determined. A general reagent or analyzer problem was not present, as qc before the event was within range. The investigation did not identify a product problem.